Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on, there was a constant ¿high peep¿ and ¿high pres¿ alarm condition. Internal inspection revealed that the tubing on the pilot-out solenoid from the solenoid mount was incorrectly routed and pinched against the solenoid manifold. After the tubing was properly routed, the ventilator functioned normally without any alarm conditions. The ventilator then passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported that the ventilator alarms for high peep and then terminates the breath. The internal peep was changed through the menu and it still terminates the breath.